Event description:
Handpiece would not fire with handpiece, only would work with footpedal for 2 devices.delay in surgery while new devices were obtained and troubleshooting.======================manufacturer response for ace harmonic shears, (brand not provided) (per site reporter).======================rep was emailed to pickup product.